Event description:
During conversation, dentist reported handpiece burned a pt. Dental office contacted on 11/10/2008, 11/25/2008, 12/16/2008, 02/17/2009, and 03/26/2009 to obtain additional info regarding details of incident, but none received.